Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No evidence of frayed cable was observed on the extension cable, power supply or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed without errors using returned 4g gsm modem. Unit passed all test steps during diagnostic-test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The field reported event of a frayed power extension cable was not confirmed. No affected component was found.